Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 8 synergy drug-eluting stent was selected for use to treat a lesion. The device was advanced over a guide wire, through the guide catheter; however, a stent "floating" on the shaft of the delivery system was noted. The delivery system was removed from the wire. However, upon inspection, there was the crimped stent on the balloon along with the "floating" stent. The device was never used inside the patient's body. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the synergy ii, us, mr 3.5x8mm, stent delivery system was returned for analysis. The device was returned with a ¿floating¿ stent on the catheter shaft. The product mandrel was removed from the device and not returned. A visual examination of the crimped stent found there was no visible damage on the crimped stent. The crimped stent outer diameter measured using snap gauge and is within the maximum crimped stent specification and there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was a reddish medium present in the balloon folds. As part of analysis the balloon was inflated, using an encore hand held inflation device the balloon was inflated to rated burst pressure (rbp) and no issues were noted. The stent deployed with no issue and the deflation time was 2.89 seconds. A visual and tactile examination found an additional stent loaded on the hypotube. The ¿floating¿ stent was damaged with struts overlapping and crushed. There were 7 strut rows on the stent. It appeared to be in an expanded state. The ¿floating¿ stent was removed distally from the device. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. The stents were returned and reunited with the delivery system. No other damage noted on the device during analysis. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 8 synergy drug-eluting stent was selected for use to treat a lesion. The device was advanced over a guide wire, through the guide catheter; however, a stent "floating" on the shaft of the delivery system was noted. The delivery system was removed from the wire. However, upon inspection, there was the crimped stent on the balloon along with the "floating" stent. The device was never used inside the patient's body. The procedure was completed using a different device. No patient complications were reported.